Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customers parents reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 600mg/dl at the time of incident. Customer stated they got a no delivery alarm that resulted in the they had a high blood glucose and diabetic ketoacidosis. Customer unable to performed troubleshooting. The device will not be returned for analysis.